Manufacturer narrative:
The product was not returned for evaluation as it remained implanted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device. Loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive, unusual and/or awkward movement and/or activity. Mclaughlin, j. R. ¿the outcome of total hip replacement in obese and non-obese patients at 10- to 18-years.¿ the journal of bone and joint surgery, 17 jan. 2006, pp. 1286¿1292. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint number: (B)(4).this report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "the outcome of total hip replacement in obese and non-obese patients at 10- to 18-years". It was reported that femoral cortical osteolysis was noted on radiographs taken on an unknown date post primary thr of three (3) women in the non-obese group (bmi < 30 kg/m2). There has been no further information provided.